Event description:
It was reported that during an amputation of right toe first ray procedure, both clip appliers were not completely closing the clips or aligning them completely together. The clip came off the vessel and cut/tore the vessel. They used single clip appliers to complete the case. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results of the device found that it was received empty. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.